Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patients follow-up that the impedance of the right ventricular (rv) lead had been rising consistently over the course of the device. During a routine changeout procedure, trouble shooting was performed, the rv lead was manipulated a sharp increase in unipolar and bipolar pacing impedance was noted. It was reported that noise was exhibited on the analyzer during manipulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.